Manufacturer narrative:
The iab was returned cut in two parts with the membrane completely unfolded and blood on the interior and exterior of the catheter. Clear fluid was also observed inside the iab tubing. A visual examination of the product detected the inner lumen within the catheter tubing was completely separated within a kink approximately 27.7cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no additional leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. We were unable to determine how the clear fluid got inside the iab. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #: (B)(4), record ID: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a clear fluid was found inside the tubing. The iab was replaced to continue. There was no reported patient injury.

Manufacturer narrative:
Full event site name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a clear fluid was found inside the tubing. The iab was replaced to continue. There was no reported patient injury.